Event description:
It was reported that this right ventricular (rv) lead impedance and threshold had been increasing over the past year. A decision was made to replace this rv lead. However, a venogram revealed that the patient's left subclavian vein was occluded, leading to the decision to implant a new system on the right side. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead impedance and threshold had been increasing over the past year. A decision was made to replace this rv lead. However, a venogram revealed that the patient's left subclavian vein was occluded, leading to the decision to implant a new system on the right side. This rv lead was surgically abandoned. No additional adverse patient effects were reported. According to the additional information, due to an occlusion in the left subclavian vein of the patient, the decision was made to surgically abandon this rv lead and reimplant a new system on the right side.